Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the stopper was not correct for the syringe. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and the rubber stopper is not fully assembled to the plunger rod. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if the rubber stopper was not properly centered in the fixture when the plunger rod was assembled inducing the partial assembly. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the plunger rod-rubber stopper assembly process was performed. Settings and alignments were good and product flow was acceptable. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: probable root cause: it could be possible that the rubber stopper was not properly centered in the fixture when the plunger rod was to be assembled to it inducing the partial assembly. Verification of the plunger rod-rubber stopper assembly process was performed. Settings and adjustments were good. Product flow was also good.

Event description:
It was reported that the bd 20ml syringe luer-lok¿ tip experienced a defective stopper. The following information was provided by the initial reporter: wrong gasket.